Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to hemodialysis (hd) treatment, a crack in the red luer adapter (arterial hub where the hd lines are attached for treatment) was noted. The device was still used for the patient's treatment and the hub was not leaking and the crack was minute. A "hemosafe" was applied as an additional safety measure and to prevent separation and the patient received the treatment without any difficulties or issues. Flushing was done and no fluid escaped. There was no blood loss and blood transfusion was not required. Alcohol was used as a cleaning agent on the device. Tego was not utilized and there was no damage to the product's box or packaging. Two days after the treatment, the patient required a catheter exchange of the same brand but with a different lot number due to the event. The new catheter was used successfully and the procedure was completed. There was no patient injury.